Event description:
Customer reported high blood glucose symptoms with blood glucose result of 90 mg/dl obtained on the compact plus system. Thirty minutes later customer went to physician's office where result of 73 mg/dl was obtained on professional device (customer was unsure the result was actually 73 mg/dl); she was sent to the hospital where a result of 482 mg/dl was obtained on the hospital device. Customer was treated with insulin and released from the hospital four days later. Requested return of suspect device and replacement was sent.